Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and replaced. The patient's condition was stable post procedure.